Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting they experienced a spill and fluid drained through the orthopat machine. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2008 reporting they experienced a spill and fluid drained through the orthopat machine. No injury or reaction was reported.